Event description:
A company representative was following up on a list of patients whose generators were potentially at end of service when it was reported the patient had passed away in his sleep. The cause of death is not currently known. The funeral home confirmed that the patient was cremated after he passed away and the vns generator was disposed of. Therefore product analysis cannot be completed. No additional relevant information has been received to date.